Event description:
The following has been reported: unknown issue. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, during mock infusion, the device exhibited a state 1 alarm. Log files indicate mechanical hardware failure (av sticky valve). Investigation found the pressure manifold ipc tubing to be damaged. The fva motor is damaged bur to a pinched wire. The pressure manifold tubing and the fva motor will be removed and replaced during the repair process. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pin(s) shall be replaced as part of the repair process. Reporting as a conservative measure due to the sticky valve issue identified during testing. No adverse effects were reported.